Event description:
It was reported that the patient experienced pump inflation issues inflatable penile prosthesis (ipp). During the post-operation follow-up, the physician also had difficulties pumping the pump. The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.